Event description:
It was reported that the patient's implantable neurostimulator (ins) was explanted. The patient noted that he had always had trouble getting the stimulation set, so that it would cover his back and hip pain. The patient also noted that it had to be "reconnected once or twice" because "parts came unhooked." The ins was explanted due to "having trouble" with it in that the leads became unattached. The patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted, product type: lead, product ID 37752, lot#, serial# (B)(4), implanted, explanted, product type: recharger. (B)(4).